Event description:
It was reported that there is information suggesting that a lead was being explanted and replaced due to a non-specific product performance anomaly. It is unknown if this lead will be returned. No additional adverse patient effects were reported.